Manufacturer narrative:
Further information was requested but not received. The reported event of insulation defect was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the connector boot at the proximal region of the lead. The outer insulation was not breached or abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Event description:
Additional information received indicated that the event was observed during an unrelated procedure.

Event description:
It was reported that there was insulation damage on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. No electrical anomalies were noted. The patient was stable.